Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they have seen a lot of differences in patient ise indirect na for gen.2 (sodium) results between the cobas 6000 c (501) module - c501 in the laboratory and the point of care system in the hospital ward. The customer provided data for one patient sample that had an erroneous sodium result when tested on the c501 analyzer. The sample resulted with a sodium value of 146 mmol/l when tested on the c501 analyzer. The result was reported outside of the laboratory. The customer stated that the sample resulted with the same high value when tested on two other c501 analyzers in the laboratory. The sample was also tested on a siemens rapidpoint 500 blood gas analyzer, resulting with a sodium value of 138.4 mmol/l. There were no actions taken with the patient based on the c501 results. No adverse events were alleged to have occurred with the patient. The serial number of the complained c501 analyzer was (B)(4). The serial numbers of the other two c501 analyzers were asked for, but not provided. The field service engineer checked all c501 modules in the laboratory and they are working properly.

Manufacturer narrative:
The investigation could not determine a definitive root cause.